Event description:
It was reported that the asymptomatic patient presented in the clinic for a follow-up. The pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.

Manufacturer narrative:
UDI (di): (B)(4).